Event description:
The customer reported that the bellavista 1000 was having an error messages technical failure 316 - blower failure and technical failure 401 - inspiration valve or device leaky. At this time, there was no information of patient involvement associated from this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation at this time. Therefore, root cause has not been determined yet. However, the customer provided log files, including a screenshot of the blower voltage set to 30% and current remaining unchanged. Log files revealed based on the blower check, the blower is defective as it is not turning (zero speed). There were also temperature errors including alarm 553 - rtempblowerscaled value of adc 2 is out of range, alarm 241 temperature of.

Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm and advised the customer that the blower and or mainboard is defective because lack of maintenance. Root cause of failure was determined due to user fault - lack of maintenance / filter exchange combined with not reacting on blower temperature alarms.